Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly noticed that the thoracic grasper instrument had a damaged tube. The reported issue was found during set up and the instrument was not used in the planned procedure. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a torn black housing. The insulation coating of the instrument's main tube was found to be peeled off near the distal end. There also scratches observed along the main tube. On (B)(4) 2013, isi contacted the initial reporter and verified that no fragments fell into a patient. He also denied that any patients were harmed or injured because of the reported issue. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported main tube damage issue if to recur could cause or contribute to an adverse event.